Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 132 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that the pump battery depleted faster than expected. The customer continued to use the pump for insulin therapy. In addition, it was reported that the pump date was incorrect. Customer believes they did not adjust the pump date when first setting up the pump. Customer corrected the pump date to resolve the issue.